Event description:
The plaintiff's attorney has alleged that, "as a result of he mesh," plaintiff has "suffered severe pain and cramping on an ongoing basis, as well as recurring infections." Also alleged, plaintiff "has had to undergo various medical procedures, including, but not limited to various procedures in attempt to repair and remove the mesh," reported to be unsuccessful and plaintiff continues to live in pain. Additionally alleged, plaintiff had experienced "significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations, and has sustained permanent and debilitating injuries," and additional "damages."

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.